Event description:
The reported description notes that the monitor is always showing saturations (spo2 readings) of 100%. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the monitor is always showing saturations (spo2 readings) of 100%. No pt harm was reported. Philips has received reports where inaccurately high spo2 readings have led to failure to alarm when pts have desaturated. Since this measurement and alarm is indicative of need for emergent care, this delay or lack of alarm could have resulted in delay in providing emergent care if it were to recur. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.